Event description:
It was reported that, during a football game the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a syncope episode. The patient was wearing a heart monitor at the time and documented a ventricular tachycardia (vt) at rates more than 210 bpm for 15 seconds until the rhythm spontaneously terminated. Upon review, it was determined that this s-ICD exhibited undersensing, it was not able to detect the rhythm, and the shock was not delivered when required. The s-ICD extended the time to charge due to undersensing of ventricular tachycardia (vt) with low and high amplitudes. X rays are pending to be perform and the report was sent to technical services (ts) for analysis, alongside heart monitor report. The technical services (ts) discussed troubleshooting options and provided recommendation. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the ts analyzed the data and indicated that the device is safe to maintain, and that the episode would have been stored in the s-ICD had it persisted for slightly longer duration. This s-ICD is operating to specification and well positioned based on the x-ray provided. The ts discussed troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. The s-ICD was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with not out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during a football game the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a syncope episode. The patient was wearing a heart monitor at the time and documented a ventricular tachycardia (vt) at rates more than 210 bpm for 15 seconds until the rhythm spontaneously terminated. Upon review, it was determined that this s-ICD exhibited undersensing, it was not able to detect the rhythm, and the shock was not delivered when required. The s-ICD extended the time to charge due to undersensing of ventricular tachycardia (vt) with low and high amplitudes. X rays are pending to be perform and the report was sent to technical services (ts) for analysis, alongside heart monitor report. The technical services (ts) discussed troubleshooting options and provided recommendation. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the ts analyzed the data and indicated that the device is safe to maintain, and that the episode would have been stored in the s-ICD had it persisted for slightly longer duration. This s-ICD is operating to specification and well positioned based on the x-ray provided. The ts discussed troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. The s-ICD was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, during a football game the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a syncope episode. The patient was wearing a heart monitor at the time and documented a ventricular tachycardia (vt) at rates more than 210 bpm for 15 seconds until the rhythm spontaneously terminated. Upon review, it was determined that this s-ICD exhibited undersensing, it was not able to detect the rhythm, and the shock was not delivered when required. The s-ICD extended the time to charge due to undersensing of ventricular tachycardia (vt) with low and high amplitudes. X rays are pending to be perform and the report was sent to technical services (ts) for analysis, alongside heart monitor report. The technical services (ts) discussed troubleshooting options and provided recommendation. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, the ts analyzed the data and indicated that the device is safe to maintain, and that the episode would have been stored in the s-ICD had it persisted for slightly longer duration. This s-ICD is operating to specification and well positioned based on the x-ray provided. The ts discussed troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.